Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a broken speaker. No adverse event involving a patient or user was reported.